Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. The patient was slower on the right side of the body and was not getting much benefit from either side. The patient had initially been getting benefit after implant in 2011 but over the past 2 years the patient had not been getting benefit. They were unsure how much benefit the patient was getting from the left implantable neurostimulator (ins). Change in benefit was not acute. Therapy impedances were greater than 4,000 but electrode impedances were 1406 on all pairs. Impedance was conducted on the left ins at 3.5v with results of 0/3-1644, 1/2-1090 and all other pairs with electrode 3 were also 1644. Others were normal range. The patient was programmed to 1+2- and they were going to explore reprogramming on the date of this report. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.